Event description:
During maintenance the maquet field service technician found the 3-way-valve defective. (B)(4).

Manufacturer narrative:
The 3 way mixing valve regulating the water temperature according to the temperature set on the display by mixing cold and warm water. A maquet field service technician investigated the unit and found the 3 way valve was defective. The technician replaced the 3 way valve and carried out testing of the unit and actual temperatures. The unit has been repaired and returned to service. A supplemental medwatch will be submitted as soon as additional info becomes available.